Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call indicating sensor anomaly and change sensor alarm. The customer's blood glucose reading was 231 mg/dl. The incident occurred when the customer was trying to get the bubbles out of the reservoir. The customer set the pump to give 1.5 units; the active insulin was 11.1 units. The customer stated that the cannula was short. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula broken and missing the broken part; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.